Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to the zoll medical corporation for evaluation, instead the data log was reviewed. The customer's report was observed during review of the device data log. Review of the log observed charging error, charge timeout fail and disarms due to new energy selection in log 5318. These messages are preceded by a battery calibration required entry registered at power up. When the device records a battery calibration required, the device coulomb count may be off and not providing an accurate run time. The battery log showed the battery was operating at a low voltage at the time of the defib charge timeout fail message but did not report a low battery warning because of the battery calibration required condition. The battery was not returned and could not be evaluated. The distributor evaluated the device. The device was put through extensive testing including functional performance, including shock testing without duplicating the report. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.